Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating a red alert had been generated for this system due to a shock impedance measurement greater than 125 ohms. The caller stated this was a known issue with the previous device and this chronic right ventricular (rv) lead and they did not want to be alerted for the high measurements any longer. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high shock impedances greater than 170 ohms, for some time. Pacing impedances were stable. The shock vector was changed to lead to can and the impedances changed to greater than 200 ohms. The last shock that was delivered was at implant and impedance was 38 ohms. Further troubleshooting was recommended; however the results were not available. No adverse patient effects were reported.